Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of pre-filled bd 30ml and bd 50 ml syringes are not compatible with 8120 device was not identified during the customer call. This case was escalated to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pre-filled bd 30ml and bd 50 ml syringes were not recognized by the pca device. A different syringe brand was utilized and was compatible with syringe pump. There was patient involvement and no harm. The customer is requesting the prefilled 30ml and 50ml syringes be compatible.